Event description:
The pt's mother reported, the pt woke up this morning feeling sick and nauseated and with a blood glucose reading of 330 mg/dl with his normal range being 80-120 mg/dl. She stated that, when the pt checked his insulin infusion set, he discovered the tubing had separated at the luer lock and insulin was leaking out. She said, he changed his infusion set tubing and bolused 3 times in an attempt to decrease his blood glucose readings. She stated, she tested him and found ketones in his urine. During troubleshooting, the pt's mother stated, the pt had used the tubing for about 3 days before it separated. She said, they were not aware of the recall and that they do not buy their sets directly from the company. Company records show the pt's mother was informed of the recall on 06/28/2006. The pt's mother was re-educated on the recall. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.